Event description:
On (B)(6) 2025, this patient underwent endovascular treatment and for a zone 5 descending aortic aneurysm and was implanted with gore® excluder® thoracoabdominal branch endoprostheses (tambe). It was reported that the patient had an incredibly tortuous anatomy; with mural thrombus throughout the common femoral arteries all the way up and throughout the thoracic aorta, which was also aneurysmal. The physician advanced the tambe device, however the long marker was oriented in the incorrect position, (patient right, not patient left), and he attempted to rotate the device over and over again, multiple times but was unable to get it to rotate. The physician then tried longitudinal movements, which did get the device to rotate slightly. After about 10 minutes of continued manipulation (pushing up and down and moving around and bending the device), it was finally oriented to his satisfaction, and he deployed the tambe device. Post deployment of the tambe main body, the physician began cannulating the visceral vessels and when he got to the superior mesenteric artery (sma) he noted that there was thrombus occluding the sma. The physician converted the patient to open; not to treat the aneurysm but so he could gain access to the sma and perform a mechanical thrombectomy. The physician then advanced fogarty® catheters within the sma and went about removing thrombus from the sma. He then performed a cut down on the right axillary artery (raa) to get through and through access and brought a wire down from the rra to the lsa and delivered and deployed a gore® viabahn® (vbx) balloon expandable endoprosthesis within the sma. A final angio shot showed very sluggish flow from the sma and the procedure was concluded. Later this same day it was reported that the patient had a dead colon. The physician brought the patient back to the operating room wherein the colon was completely removed, along with a section of the duodenum. The patient is reported to be alive however the physician is out of town I do not have any additional details at this time. It was reported that the physician remarked: I think issue may have arisen due to manipulation of the device coupled with the removal of the mural thrombus in the this was caused from manipulation of the device because I couldn't get it where I needed it and we swabbed off that mural thrombus in the sma. While the physician did not attribute the outcome to a deficiency in the device itself, they noted that the engineering design may not have fully accounted for advancement in cases of extreme tortuosity. The physician further commented that a longer sheath would be advantageous in this scenario; however, its use is limited by the insufficient length of the device delivery catheter."

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B6: additional information.

Event description:
On (B)(6) 2025, the patient expired. A cause of death was unavailable however the physician reports it was related to the patient¿s anatomy and had nothing to do with the device.